Event description:
As reported to coloplast though not verified, patient implanted (B)(6) 2006-experienced erosion, pain, bladder and urethral infections and additional surgeries. Mesh product removed in 2007.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned